Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire field service representative (fsr) was able to verify the customer's reported issue. Bench testing revealed that the exhaled tidal volume was out of specification. An exhalation valve calibration was performed and the issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the vela ventilator alarmed ventilator inoperable (vent inop) immediately upon startup. The customer confirmed that there was no patient involvement and no patient harm associated with the reported event.